Manufacturer narrative:
The full lead was returned in segments, analyed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead could not be affixed well, and was explanted and replaced with another lead. No patient complications have been reported as a result of this event.